Manufacturer narrative:
Follow-up received on 21-dec-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4) final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-dec-2015 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(4) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted. Insertion failed on right side. Physician decided to perform a tubal ligation and during the procedure, it was found on left side essure insert was bent and subserosal (regarded as embedded device) leading to removal and tubal ligation via coagulation and section. This event is serious due to medical importance and listed according to reference safety information for essure. Device embedment may occur mostly during insertion. Given available information and event's nature, causality with essure cannot be excluded. Since an intervention was performed, this case is regarded as incident. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a solicited case report received from a investigator in (B)(6) on 23-nov-2015 which refers to a (B)(6) female patient who was involved in a observational company-sponsored study, study number: (B)(4). Study description: study (B)(4) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure&#59408;permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 3 children, uterine rupture, and 3 c-sections. The patient's drug history included mirena. During consultation she mentioned that she had no menstrual pain and was in amenorrhea. The patient was pre-medicated with hydroxyzine. Her uterine cavity condition (endometrium) was normal and she has no retroverted uterus. The essure was inserted on (B)(6) 2011. The insertion procedure was performed under general anesthesia. The procedure duration was 10 minutes. The procedure was started on left, the insertion was easy and at the end 3 externally coils and pet fibers were visible in uterine cavity. On the right side, the ostium was visualized however it was not easy to introduce catheter into the tubes, it was noticed an obstacle and essure was not inserted on right side. No vasovagal syncope occurred. Unilateral insertion occurred due to tubal obstruction. Further examination was performed with hsg (hysterosalpingogram). An additional procedure of iud ablation was performed before essure insertion procedure and this additional procedure did not make essure insertion harder. The patient did not have postoperative pain, cramps or bleeding. For contraception during 3 months following essure insertion procedure, the patient used combination pill on (B)(6) 2011, an x-ray was performed. The inserts were not symmetric. The 4 markers well placed were only noticed in the left side, no marks were visible on right side. An ultrasound (2d) transvaginal was also performed and showed inserts from the cavity to the horn on left side, no insert seen on right side. The hsg showed inserts well placed on left side with unilateral occlusion on left side. The diagnostic of control examination showed good insert position on left, and no position on right, insertion failure on right. The patient was not satisfied. On an unspecified date, a tubal ligation was performed on right due to impossibility of essure insertion on right. During laparoscopy it was found that left essure insert was bent and subserosal leading to removal and tubal ligation via coagulation and section. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted. Insertion failed on right side. Physician decided to perform a tubal ligation and during the procedure, it was found on left side essure insert was bent and subserosal (regarded as embedded device) leading to removal and tubal ligation via coagulation and section. This event is serious due to medical importance and listed according to reference safety information for essure. Device embedment may occur mostly during insertion. Given available information and event's nature, causality with essure cannot be excluded. Since an intervention was performed, this case is regarded as incident. Product analysis was requested.

Manufacturer narrative:
Follow up information received on 30-may-2016: the investigator considered that there was no perforation so he did not have to fill in the perforation questionnaire. The french authority reference number for this report is: (B)(4). Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jun-2016 for the following meddra preferred terms: embedded device: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a (B)(4) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted. Insertion failed on right side. Physician decided to perform a tubal ligation and during the procedure, it was found on left side essure insert was bent and subserosal (regarded as embedded device) leading to removal and tubal ligation via coagulation and section. This event is serious due to medical importance and listed according to reference safety information for essure. Device embedment may occur mostly during insertion. Given available information and event's nature, causality with essure cannot be excluded. The investigator considered that no perforation occurred, but since an intervention was performed, this case is regarded as incident. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect.